Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ tip syringe contained foreign matter described as "tiny piece of plastic". No serious injury or medical intervention was reported.

Event description:
It was reported that bd luer-lok¿ tip syringe contained foreign matter described as "tiny piece of plastic". No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: twelve samples were received for evaluation. The samples had foreign matter on the stoppers therefore failure mode is verified. The foreign matter was identified as plastic dust. Plastic dust may be created throughout the manufacturing process via conveying and vibration of plastic components. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the first complaint for the lot# 8082820 for the same defect or symptom. No related defects or qns recorded in the DHR. Machinery is cleaned multiple times each day. All operators follow a gowning procedure to reduce foreign matter brought into the manufacturing area. All syringes have the interior flushed with ionized air to remove any potential foreign materials. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.